Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has a loud sound that has caused the loss of hearing to the left ear. The patient also alleges dry mouth, dry throat, headaches, and dizziness. Medical intervention was not specified. The device was returned to a philips service center for evaluation. During the evaluation of the device, the alleged complaint could not be confirmed. No problem detected.